Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced intermittent drawer failures. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that there were intermittent drawer failures. A field service engineer replaced the retractor band, then performed a hardware test application test run, which passed successfully. A pharmacy technician also tested the drawer and confirmed that no further issues were observed. The system functioned as intended after the field service engineer repaired the device.